Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 1 additional reocclusion complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right mid superficial femoral artery (sfa). Approximately 13 months after the index procedure, the patient¿s right mid sfa was reportedly reoccluded. Approximately 8 months after the reocclusion was discovered, the patient was hospitalized and a revascularization was performed. The hcp deemed the revascularization was successful. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right mid superficial femoral artery (sfa). Approximately 13 months after the index procedure, the patient¿s right mid sfa was reportedly reoccluded. Approximately 8 months after the reocclusion was discovered, the patient was hospitalized and a revascularization was performed. The hcp deemed the revascularization was successful. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported. New information: it was reported through a clinical registry approximately 36-month post index procedure, patient experienced stenosis in mid superficial femoral artery. It was further reported that re-intervention was performed.

Manufacturer narrative:
Manufacturing review: the sample was not returned by the user facility. Lot history review revealed there are a total of 2 complaints for the corporate lot gfan0598. Both the complaints are reported for the allegation of reocclusion. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned by the user facility. It is known that approximately 13 months after the index procedure, the patient¿s right mid sfa was reportedly reoccluded. Approximately 8 months after the reocclusion was discovered, the patient was hospitalized and a revascularization was performed. The hcp deemed the revascularization was successful. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. At the close of the clinical follow up, it was reported approximately 36-month post index procedure, patient experienced stenosis in mid superficial femoral artery. It was further reported that re-intervention was performed. A definitive root cause could not be determined based on the information provided. It is unknown if patient and/or procedural issues contributed to the reported event. Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.